Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these customer experience codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The customer reported conflicting results with determine hiv-1/2 ag/ab combo test performed on unknow date from the month of (B)(6) 2024 using unknown sample type. No information on repeat testing was provided. No additional information including patient treatment and outcome was provided.